Event description:
It was reported that the insulin pump began delivering a bolus of 8.4 units before the customer was done entering the carbohydrate info into the bolus wizard. The customer noticed that the insulin pump was delivering the bolus, and she was able to suspend the delivery after 4.45 units. Troubleshooting was performed. The buttons were working properly. The insulin pump passed the self test. It was stated that the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.